Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated an examination was performed to determine if the catheter moved. It was indicated that the catheter did not actually move, it was just a patient feeling. The etiology was updated to include programming and refill.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen (500.00 mcg/ml at 150.15 mcg/day). On (B)(6) 2017, the patient reported a feeling of increased tension in the whole body, even the neck and face. An examination on the same date confirmed the increased tension. The clinical diagnosis was sudden increase of tension. It was stated that from the tension, the patient also received abdominal pain. It was reported the patient "has the feeling that is he feels his catheter move." The daily dose was increased on the same date to 165.16 mcg/day and the event resolved without sequelae. The event resulted in an emergency room visit and an urgent care visit. The event was related to the device/therapy and not related to the implant procedure. No complications were reported.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report malfunctioned or contributed to a serious injury. If information is provided in the future, a supplemental report will be issued.